Event description:
As a result of aquablation of the prostate one month ago, my urethra has now experienced a severe stricture at the fossa. This required emergency intervention as I was unable to urinate. The urologist advised that this being seeing more and more in aquablation patients.